Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vital signs endotracheal tube stylet was used on a baby and when the stylet was pulled out, the customer noticed that the sheath was separated from the stylet. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
Result of investigation: the device history record of the lot number reveals "bad cut in the end of stylet" during the manufacturing process, confirming the reported defect. DHR indicated these corrective actions were performed at the colorado facility that is now closed: adjusted air pressure for slide cylinder and temperature offset and aligned fixture.